Event description:
The company was informed that the patient was hit over the implant site. The patient reportedly experienced loss of sound, followed by loss of lock. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.